Manufacturer narrative:
Complaint article was discarded by the customer. No appropriate corrective/preventative actions can be taken until the investigation is completed. D.o.r.c. Are still trying to obtain further information from the user in order to complete the investigation. A final report will be submitted as soon as the investigation has been completed.

Event description:
The customer reported that during a procedure the surgeon noticed air bubbles coming out from a tip of the cutter. The surgery was completed with a new instrument. No patient harm occur.

Manufacturer narrative:
Complaint article was discarded by the customer.

Event description:
The customer reported that during a procedure the surgeon noticed air bubbles coming out from a tip of the cutter. The surgery was completed with a new instrument. No patient harm occur.

Event description:
The customer reported that during a procedure the surgeon noticed air bubbles coming out from a tip of the cutter. The surgery was completed with a new instrument. No patient harm occur.

Manufacturer narrative:
Based on the video provided by the customer, the reported bubbles could be confirmed; however, since the involved vitrectome was not returned, no physical examination could be conducted to confirm any product related failure. Device history record review pertinent to the lot revealed no deviations and a database search showed that no similar complaints have been reported on any product of this specific lot previously. It should be noted that there are various factors that could have caused air bubbles to emerge from the cutter, including, but not limited to, a seal failure, a crack in the body, a damaged inner knife or a user error. In addition, the reported air bubbles could be related to the surgery settings selected during surgery. Without being able to examine the involved cutter, the cause remains inconclusive.